Event description:
The customer stated his contour next ez meter gave blood glucose readings that were 30mg/dl higher than his non-bayer meter. Specific readings were not provided. Depending on the actual readings, it is possible that a 30mg/dl difference between readings could fall in the "c" zone of the error grid, making the difference clinically significant. No adverse events were alleged. Customer has no strips left to return for evaluation. New meter was sent to him.